Event description:
On the day of the event, technologist was starting to align the bed to start the scan. They found the patient needed to move a few inches on the bed toward the gantry. The patient, was unable to do this themself, so the tech went around to the rear of the gantry to pull on the patient pallet cover sheet to move the patient down the bed/pallet. While jerking and pulling on the sheet, the bed's motion controller went into shutdown mode. This released the pallet brake/clutch and caused a quick jerk backwards of the bed, which caused the tech to strain their back.